Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer can be closed but it fails to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported cubie drawer 5-2 had a couple of pockets that were failing. A field service engineer logged into the hardware test application, removed all pockets to check for debris underneath, and found none. A complete drawer test was then run, which passed with no issues. The system functioned as intended after the field service engineer troubleshot the device.